Manufacturer narrative:
The received device had the cannula assembly deployed and the pink slide moved forward. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after 1529 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy the needle as intended. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Patient's blood glucose levels reached 400 mg/dl. The pod's cannula looked like it was kinked. The pod was worn for more than 48 hours on the hip/buttocks before the issue was realized. The pod was then changed.